Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was driving when the cgm alerted and the reading was 45 mg/dl, there was no bg taken. The patient went to emergency room (ER) and the cgm reading was still 42 mg/dl and the bg reading was 290 mg/dl. The nurse treated the patient with a sodium based IV, dramamine as she was feeling nauseous that time. The patient was discharged the same day and was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was driving, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the emergency room, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.